Manufacturer narrative:
(B)(4). Insulation degradation was noted at 9.6cm, 9.8 cm, 10.2 cm, 10.4 cm, and 10.6 cm from the connector pin, consistent with the field observation of noise and loss of capture. (B)(4).

Event description:
It was reported that during a follow up, noise and loss of capture were observed. Lead was explanted and replaced. When the physician took out the lead, indent near the header was noted. The patient had symptoms of presyncope but was stable before, during, and after the procedure.